Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent asymptomatic patient presented in clinic. Upon review, the patient's right ventricular lead was far p-wave oversensing. An x-ray was performed and the lead was found to have been dislodged. It was noted that the patient performs yoga upper body stretches. The lead was removed and replaced on (B)(6) 2018. The procedure was completed without adverse consequence and the patient was stable following the procedure.